Manufacturer narrative:
Insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's screen had deterioration. Customer's blood glucose level was unknown at the time of incident. No further details were provided regarding screen deterioration. The insulin pump was returned for analysis.